Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2018, she was on a boat when the adc freestyle libre sensor detached from the adhesive after less than 1 day of wear. Customer further reported she self-administered insulin (dose/type unknown), ate food, and then subsequently experienced unspecified symptoms of hypoglycemia so her husband treated her with a glucagon injection. No further treatment was required. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: (device mfg date) has been updated. The reported sensor has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed and the sensor plug was properly seated. There were no issues found with the adhesive pad. Blood was present on the adhesive and sensor plug's snaps were curled indicating that the sensor was inserted properly. A review of the dhrs (device history review) showed no rework or deviations at the time of manufacture. Therefore, these complaints are not confirmed.

Event description:
Customer reported that on (B)(6) 2018, she was on a boat when the adc freestyle libre sensor detached from the adhesive after less than 1 day of wear. Customer further reported she self-administered insulin (dose/type unknown), ate food, and then subsequently experienced unspecified symptoms of hypoglycemia so her husband treated her with a glucagon injection. No further treatment was required. There was no report of death or permanent injury associated with this event.